Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material, however, the facility device reprocessing for the returned device was not implemented in accordance with the IFU. The probable root cause of the issue is insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection. Chapter 5 urf-v3 reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported they did not clean, disinfect, and sterilize the device before returning the device for evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the channel tube, water tightness was lost. Residual liquid or foreign material was coming out of channel tube. The adhesive on the bending section cover had a chip. The up/down angulation lever plate was sticky. The universal cord was sticky. The video cable had a scratch. Due to damage, the angulation lever did not move smoothly. The light guide bundle was slipping down. The control unit was sticky due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the uretero-reno videoscope had air/water leakages. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a residual liquid or foreign material came out of the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.